Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling the pulmonary lobe during the laparoscopic pulmonary lobectomy procedure , the stapler made a noise and the trigger broke. The surgeon was unable to squeeze the handle and the stapler was unable to fire. They replaced the stapler to resolve the issue in order to complete the case. There was no reported patient injury.